Event description:
Changing patient¿s sheets and noticed total parenteral nutrition (tpn) filter was dripping fluids. When looked at the tubing, the tubing that was connected to the filter completely disconnected.